Manufacturer narrative:
As reported, the positioning system of the ventralight st w/echo 2 tore when the surgeon was approaching the 12 mm trocar. The mesh and echo 2 ps (frame) was received in a contaminated state as would be expected from a device that was being deployed inside the patient. All five (5) connectors remain attached to the frame. The hoisting suture is present and remains attached to the frame. Evaluation of the subject device finds no rips/tears present on the frame or mesh. The frame is in good condition. The condition of the mesh itself is consistent with one that was hydrated, rolled with attempted placement into the body and then removed. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a robotic ventral hernia repair was performed using the ventralight st w/echo 2. During the procedure, the positioning system tore and could not be released when the surgeon was approaching the 12mm trocar. The procedure was completed successfully using another device. There was no patient injury.